Event description:
It was reported that a revision surgery was needed to replace revolve rod that had broken post operatively with subsequent screw breakage.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Neither the device or any imaging could be provided for evaluation. The screwdriver that twisted during insertion of the new scew was returned for evaluation. It was observed that the region of the driver tip appears to have been twisted from the engagement with the screw hex feature was only approximately 2mm from the tip, indicating that the screwdriver may not have been fully engaged with the screw's 3mm long hex feature during the event. Driver tip deformation and screw hex stripping are also typical of higher forces encountered from hard bone. This was an s2 pelvic screw which typically involves longer and larger diameter screws in harder bone resulting in higher forces during insertion. No determinations could be made as to the cause of the reported issue. The following sections have been updated. B4, e1, h2, h6, h10.